Manufacturer narrative:
Corrected information has been provided in d.4.and e.1. Additional information provided in d.9. And h.10. Based on information received following submission of the initial report, the lot number was incorrect (16219t) initially however it was updated to 169l7r. Sjoel. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that tubing consistently being clogged during phaco. No information was provided on completion of surgery. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. It was reported that the tubing was consistently being clogged. One wet and one unused active fluidics management system (fms) in a tray was visually inspected. The samples were tested using a console. The samples could be recognized by the console. The samples primed and tuned with the sentry handpiece and a 0.9mm aspiration bypass system (abs) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. For both samples the cassettes max vacuum and aspiration flow rates, and irrigation flow rates were measured and met specifications. No problem was found with the returned cassettes fluidics. The root cause of the customer's complaint could not be established; the returned samples functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).